Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the programmer displayed a black screen. The programmer booted up without any display issues. It was also determined at analysis that the stylus was out of specification, the stylus was calibrated. The paper tray was almost empty, and the hinge cover plate was cracked. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests.

Event description:
It was reported that the programmer displayed a black screen. The programmer has been returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.